Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr, 26mm s3 in the aortic position via tf approach, a femoral injury and the sheath tip was cracked at the distal tip upon removal. Surgical cut-down was required to patch the vessel. The patient had acute peripheral disease; the risks were discussed with the physician team and they felt they could proceed with transfemoral access safely. When the first sheath was introduced, it went smoothly through the femoral but the operator felt resistance in the iliac (right iliac). The sheath was  removed after feeling resistance and a ¿crack¿ was seen. A second sheath was introduced and again, at the same location in the iliac. That sheath was removed as well with no ¿crack¿ was seen but there the tip was not entirely smooth so the field clinical specialist (fcs) suggested a new sheath to be safe. The plan for the third sheath was to lubricate the outside and reintroduce. This insertion was successful. The valve was implanted. The 14f esheath was then exchanged for a short 7f sheath; an angiogram of the iliofemoral artery was performed and showed no dissection or injury. The perclose system were then tied down but a softening of pressure and oozing at the access location was seen. The stick was higher than normal. Another angiogram was taken and saw an injury to the common femoral. The peripheral balloon was inflated to tamponade the vessel but it was no effective with the short sheath in the vessel. After holding pressure for 30 minutes and a continuation of oozing, the decision was made to cut down. A vascular surgeon then repaired the common femoral using a patch and the case ended. Further follow-up with the fcs confirms that the injury to the common femoral was caused by the perclose. Confirmation was also noted with the physician post procedure that the esheaths did not cause the injury to the femoral artery.

Manufacturer narrative:
There was no difficulty during removal of the delivery system through the sheath, or removing the sheath from the vessel. 3mensio images showed tortuous, calcified vasculature including heavy calcification in the access vessels, bilaterally. The left access vessel mld < 5.5 mm.  A review of the manufacturing records did not reveal any issues that would have contributed to this complaint event. A lot history review revealed no additional complaints relating to sheath distal tip ¿ split. A review of complaint history from january 2018 to december 2018 revealed other returned complaint devices for the edwards esheath introducer set (all sizes and models). Twelve complaints were confirmed, but no manufacturing non-conformance's were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limits for the trend category. The instructions for use (IFU) for the edwards esheath introducer set, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedural use.  No IFU/ training deficiencies were identified. The manufacturing mitigation's for the edwards esheath were reviewed. During manufacturing, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum, visually inspect tip for excess material and flash using 10x min magnification, and visually inspect tip under 10 magnification. It is also visually inspect for flash and excess material using minimum 10x magnification. During the final inspection of the finished device, the esheath underwent 100% inspection by both manufacturing and quality. Furthermore, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling before final release.  All samples from the related lot passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since esheath and delivery system imagery and procedural videos were not provided, the complaint for sheath distal tip ¿ split was unable to be confirmed. Due to the unavailability of the relevant devices (sheath), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing nonconformance could not be identified. A review of the manufacturing mitigations in place supports that the sheath has proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Per IFU, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Per the returned 3mensio photos, heavy peripheral disease (calcification) can be seen in the vasculature. Additionally, from the 3mensio, the mld of the patient was slightly greater than 5.5 mm (right access vessel), a byproduct of the heavy calcification in the patient¿s vasculature, as well as severe tortuosity in the aortic vessel. The heavy calcification in the vasculature may also have caused the resistance in ¿the iliac (right iliac)¿ by lowering the lubricity of the luminal space in the vascular vessel, increasing the frictional force between the esheath shaft and the vascular luminal wall of the blood vessel. The calcification would have increased the force to push the esheath through the vessels and may have cause the distal tip of the sheath to be split. Therefore, available information suggests that patient (calcified tortuous vasculature ) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since a manufacturing non-conformance was not confirmed, there are no IFU/training deficiencies, and the occurrence rate did not exceed the complaint control limits, no additional risk assessment or corrective/preventative actions are required.